Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on 6/14/10, 6/15/10 and 6/25/10 by phone, fax, and mail. Add'l info was received 6/14/10, 6/15/10, and 6/25/10 by phone. Medical records were received 6/15/10. A completed questionaire has not been received. (B)(4).

Event description:
Adverse event(s): "unexpected postoperative refraction" (postoperative refraction, unexpected); "blurry vision" (blurred vision); "distortion" (vision, impaired). Product problem(s): "none" (no info [iol (intraocular lens) implant]). A surgeon reported having a pt with an unexpected postoperative refraction following intraocular lens (iol) implant surgery. The pt reported blurry vision, distortion, and difficulty driving. The lens was exchanged for a different power and the pt is reported to be doing well. The surgeon does not blame the lens for the event and states a biometry error was made. No further info is expected.